Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10 device identifier # (B)(4) the device was returned for evaluation. Complaint not confirmed - no issues observed. Unit cleaned per protocol. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. The definite root cause of the reported condition cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales represented reported on behalf of the customer that the a1059 mayfield modified skull clamp was not holding its pressure after the clamp was engaged or applied to the patient and the torque was dialed to the desired settings. There was no delay in surgery. The patient was not compromised. Additional information received on 30oct2019 indicated that the incident happened during the preparation/positioning of patient for a posterior cervical chiari procedure on (B)(6) 2019. The device was removed and replaced with another mayfield headpiece.